Event description:
It was reported that the patient went to the hospital for a "top up of morphine", but was told that she was "too unwell." It was stated that the patient was left to cope with effectively "cold turkey." At the time of report, the patient was in a semi-comatose state after three weeks. It was stated that the medical intervention was required and the patient's status was "with injury." The system was delivering intrathecal morphine. Ten days later, it was reported that there was no error with the pump. The issue was due to the pump not being refilled and the patient subsequently going into withdrawal. Prior to the event, the pump had been functioning normally.

Manufacturer narrative:
(B)(4).